Manufacturer narrative:
Device passed the displacement test and self test. No audio anomalies or hardware low level failures alarms noted during testing. Audio levels changed when adjusted. No hardware low level failures alarms found in device history file. Audio or vibrate anomaly or absence of alarm not confirmed. Hardware low level failures not confirmed. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had audio anomaly. The customer¿s blood glucose level was unknown. The customer's mother reported that they had audio issues. The customer was advised the pump will need to be replaced. The insulin pump will not be returned for analysis.